Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: rvdr01 implantable pulse generator (ipg), implanted: (B)(6) 2013; 5086mri, implanted: (B)(6) 2013. (B)(4).

Event description:
It was reported that the right atrial (ra) lead dislodged. It was observed there was no capture at high outputs and small p waves. The lead was repositioned. No patient complications have been reported as a result of this event.